Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high out of range shock impedance measurement measurements on the shock channel. No noise was able to be produced with provocative maneuvers. This device remains in service. No adverse patient effects were reported.